Event description:
It was reported that there was migration of the device and there was discomfort at the device pocket. The device, right atrial (ra) lead, and right ventricular (rv) lead were removed and a single chamber system was implanted. No further patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).